Event description:
It was reported that the device was stuck on the wire, and it came off and remain inside the patient. A 2.50mm rotalink plus along with a peripheral rotawire were selected for use. During the procedure, it was noted that the rotalink plus became stuck on the rotawire. While attempting to remove the device the radiopaque tip of the peripheral rotawire came off and remained inside the popliteal artery. The procedure was cancelled. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connection, sheath, burr, and coil were microscopically and visually examined. Inspection of the device did not reveal any damages or defects. Functional testing was performed using the returned rotawire. The returned rotawire was able to be removed with resistance and was not able to be reinserted due to a kink in the proximal end of the wire. During testing with the returned rotawire, in order to determine the functionality of the peripheral rotalink device, a test rotawire was used. The test rotawire was able to be fully inserted and removed with no resistance or issues. Product analysis confirmed the reported event, as there was resistance encountered during removal due to a kink in the proximal end of the returned rotawire. The returned rotawire was not able to be reinserted due to the kink.

Event description:
It was reported that the device was stuck on the wire, and it came off and remain inside the patient. A 2.50mm rotalink plus along with a peripheral rotawire were selected for use. During the procedure, it was noted that the rotalink plus became stuck on the rotawire. While attempting to remove the device the radiopaque tip of the peripheral rotawire came off and remained inside the popliteal artery. The procedure was cancelled. No patient complications were reported.